Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3: it was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, large air bubbles are seen in the gel of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photograph and 15 samples (5 samples for each complaint lot). Evaluation of the photo and returned 15 samples indicated all tubes with bubbles in the gel at their base. Additionally, a total of 100 retained samples from each lot number were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 5091177, 5115690 and 5119774, with respect to the indicated failure mode gel airbubbles-before use. Bd was unable to identify a definitive root cause. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3: it was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, large air bubbles are seen in the gel of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.